Manufacturer narrative:
Referring to the product inquiry the u-blade inserter gamma3® is the only reported device and considered the primary product. A review of the device history records / inspection records for the reported instrument revealed no discrepancies; the device was documented faultless prior to distribution. During investigation no manufacturing related issues were found. Approximately 50 percent of the welding seam at the transition of the handle to the frame is cracked at the rear side. The welding seam was completely placed around the metal shaft of the handle tip which sticks in the hole of the frame. The position and appearance of the crack indicates that the welding seam broke from rear to front. Although cracked, the handle is still in the original position and it can't be detached by force since the remaining welding seam holds the unit stable in place. Thus, function is still fully given (see ¿functional inspection¿). The silicone coating of the handle shows an impact-/cut mark at the lower part of the back side. A hammer blow to this portion of the handle could have caused the crack at the welding seam. It requires considerable force to generate such mark in this material. The damage patterns (appearance and location of the silicone damage and appearance and location of the crack ¿ broken from rear to front) indicate that the welding seam broke in a forced fracture caused by a hit / hits onto the rear of the silicone covered handle. In the corresponding op-technique it is explicitly noted: ¿never use a hammer!¿ according to the original questionnaire the inserter was suspected already being damaged prior to surgery. Malfunction is usually found during functional check which is required per the IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied within appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (deviation from surgical technique). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Item got a crack. Surgeon improvised to complete the surgery successfully. No further information available.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Item got a crack. Surgeon improvised to complete the surgery successfully. No further information available.